Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) sensing knob skipped numbers when it was turned to change the setting during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the external pulse generator (epg) sensing knob skipped numbers when it was turned to change the setting during preventive maintenance. It was noted that the analysis was unable to confirm the atrial output did not accurately provide the set output when tested with an external pacemaker analyzer. It was further noted that the atrial sense light emitting diode(led) failed, the battery shorting bar was contaminated, the output connector assembly and the hanger assembly were broken. Furthermore, the upper case, the keypad and the lower case were scratched. The epg was returned unrepaired to the customer due to the expiration of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.